Manufacturer narrative:
Previously reported: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue of vent inop was unable to be duplicated. The error log indicating abnormalities related to the blower motor were confirmed. The blower motor and system pca were replaced to resolve the issue. The usb extension cable was replaced after being pinched while assembling the device. Final test was preformed, battery check, valve check and software all checked and unit operates properly.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.